Event description:
During review of internal programming history it was noted that on (B)(6) 2004 the device was interrogated, programmed (0.5/20/250/30/5) then a system diagnostic test was performed twice. A final interrogation was not performed and on the next recorded visit (B)(6) 2004 the first interrogation the device settings were 1/0/20/500/30/60 minutes off time. Settings were corrected this date to 1.25 ma, 20 sf, 500 pw, 30 seconds on time, 5 minutes off time,1.75 ma ,500 pw, 30 sf. It is unknown who performed this programming.

Manufacturer narrative:
Analysis of programming history.